Event description:
Covidien boot machines have not been working. The one I ordered started beeping as soon as it was turned on and then showed a picture of booties only and continued to beep. Attempted to turn on/off restart without success. These boot machines are not user friendly, and many do not work. Had to order another one and tag this one.